Event description:
As reported, approximately 11 months post implant of a 26mm sapien 3 ultra in the aortic position, the valve had early degeneration with moderate-severe central aortic insufficiency by transesophageal echo showed (tee). Imaging of the tavr prosthesis diagnosed thickened, minimally mobile right prosthetic leaflet leads to incomplete prosthetic coaptation and severe prosthetic aortic valve regurgitation. The patient was admitted to the hospital with shortness of breath. The patient underwent a valve-in- valve (viv) procedure. The old valve was not explanted. The operators decided to put a new sapien 3 ultra (s3u) higher in the aortic position and had a great result.

Manufacturer narrative:
Investigation is ongoing. Device remains in patient.

Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, dimensional testing was not performed. Imagery evaluation was performed; 3mensio imagery was provided and reviewed however the degeneration of the valve could not be determined. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. Edwards has provided the guidelines or instructions to physicians in the IFU and training materials. The IFU for commander delivery system with s3/s3u was reviewed. No IFU/training deficiencies were identified. A lot history was performed and revealed no other complaints relating to the complaint codes. A complaint history review on confirmed device complaints returned and no product returned was performed. The complaint history did not provide any indication that a manufacturing nonconformance contributed to the complaint event. As the complaint for post implantation svd degeneration/deterioration was unable to be confirmed, a complaint history review is not required a review of edwards lifesciences risk management documentation was performed for this case. No evidence of product non conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint for valve degeneration, deterioration was unable to be confirmed due to lack of medical record or relevant imagery. A review of the DHR, and lot history did not provide any indication that a manufacturing nonconformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other comorbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As reported, nearly one year (11 months and 25 days) post implant of the 26mm sapien 3 ultra valve in the aortic position, the valve had early degeneration with moderate severe central aortic insufficiency by transesophageal echo showed (tee). Imaging of the tavr prosthesis diagnosed thickened, minimally mobile right prosthetic leaflet leads to incomplete prosthetic coaptation and severe prosthetic aortic valve regurgitation. Based on the limited information and unavailability of relevant imagery, a definitive root cause was unable to be determined at this time. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product nonconformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.